Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly and audio anomaly. Customer's blood glucose level was unknown. Customer states insulin pump rejects new battery by changing every two weeks. Customer also states insulin pump makes any unusual grinding noise. Customer reports that insulin pump had low battery or low reservoir alert and insulin pump was died. Customer also states battery cap was striped. The insulin pump will not be returned for analysis.